Event description:
It was reported that this pacemaker exhibited a remaining longevity of 1.5 years after approximately six months of implant. Data analysis could the device recorded incomplete task errors which could impact lead impedance, pace thresholds, device longevity or result in safety core. Device replacement was recommended. Subsequently, the device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited a remaining longevity of 1.5 years after approximately six months of implant. Data analysis could the device recorded incomplete task errors which could impact lead impedance, pace thresholds, device longevity or result in safety core. Device replacement was recommended. Subsequently, the device was explanted and successfully replaced. No additional adverse patient effects were reported.